Event description:
It was reported that during an initial implant, the right ventricular lead presented with no sensing. The lead was explanted and replaced on (B)(6) 2022. The patient was in stable.

Manufacturer narrative:
The reported event of sensing issue was confirmed. As received, a complete lead was returned with an is-4 connector sleeve fully inserted onto the lead. Examination of the lead did not find any anomalies. Electrical tests did not find shorts or discontinues on any of the conduction paths. The lead could be fully inserted into the test connector sleeve, returned connector sleeve as well as the test ICD. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field event.